Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the device through endoscope to desired position, after first biopsy completed user detected the tip of sheath broken. User retracted the device and changed to another same device to complete the procedure. Patient outcome "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? No. 2. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Stomach 3. Please describe the size of the intended target site.2x3cm 2x3cm 4. What is the endoscope manufacturer and model number that was used with this device? Olympus 290 290 5. Was gaining access to the targeted site difficult? No. 6. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes 7. Was needle penetration of the targeted site difficult? No. 8. Was the stylet in place inside the needle when advancing into the targeted site? Yes 9. How many biopsies were obtained with use of this needle? 1 10. Did any section of the device detach inside the patient? No. 11. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 12-jun-2024.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: (B)(4) unit of lot c1972048 of echo-19 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 22 january 2024. The lab evaluation notes can be viewed in the ¿returned product ¿ notes¿ section. On evaluation of the devices the following observations were made: visual inspection: distal end of needle examined, and break observed approx. 5 cm. From the tip of the sheath (ipe of ruler used (ipe0402)) functional inspection: sheath extender able to advance and retract without issue, needle handle able to advance and retract with difficulty. Manufacturing records: prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1972048 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1972048. Instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿, there is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Ncr-nc20-036 was raised for the ifu0101 to update the IFU to include instruction to partially remove stylet prior to extending needle into the lesion has now been completed. The new ifu0101, which accompanies this device instructs the user to: ¿the stylet must be retracted (approximately 1cm) from the luer fitting on the needle handle prior to puncture¿. During this investigation was established that the user kept the stylet fully in place during advancement of the needle into the lesion, this wasn¿t considered user error because the IFU that was attached with this lot# c1972048 had not yet been updated. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to device being used in flexed or twisted position as per additional information. Also, though it has been advised that gaining access to the targeted site was not difficult, it is possible the actual lesion was hard leading to the needle breaking distally. Another possible root cause could be attributed to excessive force which can be applied when trying to get the needle out of the scope during advancement. This could potentially have led to excessive pressure being applied which in turn may have led to the needle breaking distally. The distal needle break would have led to the needle handle advancement/retraction difficulties observed during the lab evaluation. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.